Event description:
On (B)(6) 2012 the reporter contacted lifescan (lfs) in (B)(6) alleging the test strips were missing from the system kit. There is no indication that the subject meter caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the cca.